Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet bionic pancreas and sought guidance regarding whether a factory reset was needed after recent dietary changes; review of the device report indicated the user had been self-correcting glucose while in range, which could interfere with algorithmic adaptation. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of user reports and coaching on appropriate correction timing and meal reporting. Investigation of this case revealed no device malfunction and suggested user self-corrections while in range as a contributing factor to hyperglycemia, with the pump otherwise reported as performing satisfactorily and improving a1c. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.